Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff procedure, it was observed that the suction on the customer's vapr coolpulse 90 electrode with hand controls was not working and began clogging with bubbles. The sales rep stated that the generator settings were set at 280(ablate)/80(coag) and that neptune was used for suction. The sales rep reported that the surgeon completed the procedure with another like device using the same generator with no patient consequences or delays. The sales rep confirmed that the device was activated in saline and was not buried in tissue. The electrode was a brand new device and not a reprocessed device. The sales rep stated that the device was used intermittently and that the issue occurred right in the beginning of the case. The sales rep stated that the device was discarded by the facility. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.